Event description:
It was reported that the patient felt symptoms of atrial flutter. The mode switch was disabled when the patient had cataracts surgery and it was inadvertently not enabled. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead 2003-(B)(6), 5076-58 implantable pacing lead 2003-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).